Event description:
An unexpected return was received labeled "malfunctioning needleless connector". Reports of stick downs had previously been reported from the same source. No additional information is expected.

Manufacturer narrative:
The customer¿s report of valve stickdown was confirmed. Functional evaluation was performed on the received sample. The root cause of the valve slow return/stickdown was a valve molding issue. This can cause the reported observed fluid leak/splatter.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
An unexpected return was received labeled "malfunctioning needleless connector".